Event description:
It was reported that the subject device had no picture. The event had occurred during set up in room, before patient in room. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder has foreign objects, j-tube has foreign objects. (White foreign materials) and aw-tube has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the most probable cause of the identified failures ¿aw-cylinder has foreign objects. (Tube with white foreign materials)", "aw-tube has foreign objects. (White foreign materials)" and "j-tube has foreign objects. (White foreign materials)¿ is cause not stablished. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.